Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, the occlusion alarm recurred. Customer reverted to manual injected insulin. Customers blood glucose was 429 mg/dl at the time of event.